Event description:
PICC 5fr dual lumen placed (B)(6) 2004 left cephalic 50cm internal 3.5 cm external. Patient on tpn and multiple antibiotics called at 0700 (B)(6) due to hub fell off red leg of PICC. Replaced PICC at 1400. When old PICC removed, noted rupture at 40 cm marking on catheter. Unable to flush either side due to white clotted and red with hub. Catheter bulging also noted at 38-39cm marking. MFR# 2183502-2004-00007.